Event description:
Patient was revised to address pain and adverse metal reaction. There was a large fluid collection posterior, as well as osteolysis. Update: (B)(4) 2013 - litigation papers received. It is alleged that the patient suffers from discomfort, inflammation, difficulty ambulating, clicking/popping, metallosis, and infection. All products have been reported and initial emdrs created.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2954995, 2952984, sw1hk1, and dp6bg1. A search of the complaint database search finds additional reported incidents against both lot codes 536725 and 411200 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.